Event description:
On (B)(6) 2012, the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter had an issue with the settings. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began on (B)(6) 2012 at 1pm. As part of his diabetes regimen, the reporter claimed the patient is on pills with diet/exercise. At the time the alleged issue began, the reporter claimed no action was taken regarding the patient's diabetes regimen. An at unknown date/time, the reporter indicated the patient became confused, weak, and dizzy after the alleged issue began. In response, the reporter stated, the patient went to the emergency room (ER) for assistance. When the patient arrived to the ER, the reporter claimed the patient's blood glucose was tested on another meter and was administered insulin; however, the result on the meter and the dose of insulin is unknown. At the time of troubleshooting, the cca resolved the alleged issue. Replacement products were still sent to the patient. Based on the information provided, this complaint is being reported because, the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.